Manufacturer narrative:
The device was returned for evaluation. Evaluation found there was poor image output caused by a lcd panel failure and the screen was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that there was no image on the lcd monitor was powered on. The issue was found when preparing the device for use. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the failure of the image output occurred due to a malfunction in the main board. Olympus will continue to monitor field performance for this device.